Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was malfunctioning. The devise had suspended itself for a low blood glucose, which is the threshold suspend feature, and then alarmed low battery. After replacing the batteries the devices made high pitch screaming sounds and none of the keys were responsive. The customer's blood glucose was 106 mg/dl. The caller stated that they turned the threshold suspend feature off but the device still suspended itself. Troubleshooting was performed while on the phone but it did not resolve the issue. The caller was advised to remove the batteries for 2 hours and to monitor the blood glucose and resume manual injections during the reset period of the insulin pump. They were advised to insert new batteries after the rest period, rewind and reprogram the device. Nothing further was reported.